Event description:
A loading dose regimen of digoxin was cpoed into the electronic medical record, for the pharmacy and for the nurse. This was followed by a maintenance dose that was to begin the following day. The active medication and order list displayed the digoxin regimen such that it misstated the dose, putting the pt at risk for over dose on both the loading dose and on the maintenance dose. The listing of the orders as initiated and discontinued on the orders screen renders it difficult, if not impossible to, clinically detect and follow the course of the case. This places the pt in add'l clinical peril.